Manufacturer narrative:
Per 2705 initial report: additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update of the patient following the revision event, in order to progress with the investigation of this event, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Trinity revision after approximately 1 month due to dislocation.

Manufacturer narrative:
Per -2705 final report additional information, including post primary and pre revision x-rays, operative notes, patient details, patient medical history and an update on the patient following the revision event, was requested in order to progress with the investigation of this event, however, this information could not be provided and thus the investigation of this event was very limited. The appropriate device details were provided and the relevant device manufacturing records have been identified and reviewed. It was found that all parts associated with these records conformed to material and dimensional specification at the time of manufacture. Based on the available information, no further investigation can be conducted and the root cause of the reported dislocation has not been determined. Therefore, this case is now considered closed, however, should any additional information be provided then this case may be re-opened for further investigation. The submission of this report does not constitute an admission that the device, reporting entity, entity's representative or distributor caused or contributed to this event.

Event description:
Trinity revision after approximately 1 month due to dislocation. It has not been confirmed which of the reported devices were revised, however, it has been confirmed that the surgeon moved to a dual mobility cup in the revision and thus it is thought that the head, liner and cup may have been revised and the stem remained in situ. This has not been confirmed though.